Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. An assessment was performed on the device and it was found to be functional. Therefore, the reported condition of the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the unit failed the general condition step, was making an unusual noise, the coupling head was worn, the electronic control unit (ecu) was damaged, the cover plate came off, and there was corrosion and unknown residue on the triggers' components. It was determined that the root cause of these conditions were due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified orthopedic surgical procedure it was observed that the small battery drive device was not working. According to the report, the surgical procedure was either on the knee or the foot. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. It was reported that the procedure was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.